Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals multiple low battery alerts recorded on 12/24/2024 01:30:00.000, 12/22/2024 00:42:00.000, 12/19/2024 22:56:00.000, 12/17/2024 15:26:00.000, 12/15/2024 11:17:00.000, 12/13/2024 12:22:00.000, 12/11/2024 05:07:00.000, 12/08/2024 21:02:00.000, 12/06/2024 22:12:00.000, 12/04/2024 21:17:00.000 and on 12/02/2024 17:36:00.000. Battery inserted system time as follow: 12/22/2024 09:46:47.000, 12/20/2024 08:31:23.000, 12/15/2024 13:16:02.000, 12/13/2024 19:59:09.000, 12/11/2024 14:39:40.000, 12/09/2024 05:17:08.000, 12/06/2024 23:12:14.000, 12/04/2024 22:32:49.000 and on 12/02/2024 20:33:29.000. Unit passed the sleep current measurement test, self test and displacement test. High active current measurement test was noted during testing. No low battery alarms or unexpected battery power loss noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. However, corroded battery tube, corroded power board/harness board and corroded j7/pcb1 causing an intermittent electrical short. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected battery power loss of less than 7 days per the pump history records. In conclusion no low battery alarms or unexpected battery power loss noted during testing. However, during download review multiple low battery alerts recorded due to corroded electronic assembly and corroded battery tube. Unexpected battery power loss and charge/battery lasts less than expected was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer is reporting short battery life with same issue. Customer is using aa lithium batter as recommended. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.